Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, labeling, applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a split in the catheter is confirmed but the cause is unknown. Two photos were provided for evaluation of this complaint. The first photo was of a 4fr s/l powerpicc catheter inserted into a patient¿s arm. The catheter was inserted to the molded suture hub of the catheter. The insertion site was slightly red. The second photo was a close-up of approximately four centimeters of the catheter shaft. One of the depth markings was worn on the catheter and a split in the tubing was seen near the worn depth marking. The split appears to be circumferentially oriented and traverses approximately a third of the catheter¿s circumference. Based on the description of the returned photo, possible contributing factors could include material fatigue, stylet damage, or mechanical stresses. Functional analysis, tactile evaluation and microscopic examination could not be conducted without the physical sample. Therefore, the complaint could be confirmed but the exact root cause could not be determined at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that cutting-like cracks were seen at the 8cm scale of the catheter. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redn0219 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that cutting-like cracks were seen at the 8cm scale of the catheter. No other information was provided.